Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine device change out procedure on (B)(6) 2019, physician tore the outer silicone layer of the right ventricular lead while removing the leads out of the way and stretching the pocket. Lead electrical measurements were fine but it looked stretched and torn/fractured. Physician elected to cap and replace the lead. Patient was stable throughout the event.